Manufacturer narrative:
(B)(4). Fiber analysis: the fiber was found to have a radial fracture distal to the fiber/cap fusion zone. The fiber proximal to the fracture was found to rotate independently of the metal cap; devitrification of the glass cap at the output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber/cap conditions may result in a forward-firing condition. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that at 45,541 joules of use and reinsertion of the surgical fiber into the scope after cleaning, the aiming beam was observed to be forward-firing and the fiber cap was found to be detached inside the patient. The cap was retrieved and the procedure was completed using a second fiber. Outcome: "the patient experienced no side effects from the fiber change. The procedure was completed successfully without incident".